Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) would not fully deploy. Manual compression was held at the site till hemostasis was achieved. There was no reported patient injury. The product was properly stored and opened in sterile field. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The trained physician tried tamping down several times after the first attempt to tamp down on the sealant did not work. After several attempts at trouble shooting, the physician deflated the balloon and removed the entire device. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) would not fully deploy. Manual compression was held at the site till hemostasis was achieved. There was no reported patient injury. The product was properly stored and opened in sterile field. A non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The trained physician tried tamping down several times after the first attempt to tamp down on the sealant did not work. After several attempts at trouble shooting, the physician deflated the balloon and removed the entire device. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open. The procedural syringe was returned attached to the device, with the used csi not inserted on the unit. The advancer tube was returned still mounted on the device, nevertheless the sealant was no longer found in manufacturing possibly due to a deployment attempt. During this analysis, no damage or abnormal condition was observed, and it was concluded that evidence related to a deployment mechanism activation was confirmed to be present. The simulated deployment test could not be executed to ensure functionality of the returned device as the advancer tube and sealant were no longer in manufacturing position. Nevertheless, the advancer tube was distally advance to confirm that an adequate complete removal was possible to be achieved. During this analysis it was observed that no impediment or unexpected condition were observed to be present on the returned unit. Based on the information provided, the condition in which the device was received for analysis and the investigation performed, the failures reported as sealant ¿ failure to deploy could not be confirmed as the sealant was not returned to be evaluated. However, based on the limited provided information, the root cause of the reported failure could not be conclusively determined. Per the mynxgrip instructions for use: deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Procedural and/or handling factors may have contributed to the reported event. This product analysis does not suggest that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.